Event description:
The customer called technical support (ts) and reported that the device has touchscreen issues after repair. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that since the repair was completed their screen is now messed up, such as the touch being almost seven (7) inches off. Further information is pending.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The fi technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue the resistance measurements and resistance ratio tests passed. The reported complaint of touchscreen failure was not duplicated. There was no fault found on the returned touchscreen assembly.